Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2013 patient underwent essure confirmation test : result : bilateral occlusion. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder infection"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (salpingectomy (unilateral) on (B)(6) 2013). At the time of the report, the device dislocation, dyspareunia, dysmenorrhoea, cystitis, fatigue, migraine and headache outcome was unknown. The reporter considered cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache and migraine to be related to essure. The reporter commented: patient received treatment for: dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), migration, fatigue, migraine, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs received. The previously reported event "injury" replaced with event "migration", events- "dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), bladder infection, fatigue, migraine, headaches", reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s),'), device expulsion ('migration/ migration of essure device location of device: partially in uterus/ expulsion of essure device'), device breakage ('device breakage') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 898929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2013 patient underwent essure confirmation test : result : bilateral occlusion. Concurrent conditions included abdominal pain lower and uterine polyp. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraine") and headache ("headaches"). In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), adnexa uteri pain ("right and left lower quadrant ovaries"), pelvic pain ("pelvic pain") and abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder infection") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy (unilateral) on (B)(6) 2013 and surgical removal of right coil/ salpingectomy (unilateral) on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device expulsion, device breakage, dyspareunia, dysmenorrhoea, cystitis, fatigue, migraine, headache, adnexa uteri pain, pelvic pain and abdominal pain upper outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain upper, adnexa uteri pain, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for: dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), migration, fatigue, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs & mr received: lot number, date of removal and events onset date were added. New events device breakage, fallopian tube perforation, stomach pain, pelvic pain, ovarian pain, vaginal bleeding, menorrhagia were added. Reporters, lab data, concomitant condition were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s),'), device expulsion ('migration/ migration of essure device location of device: partially in uterus/ expulsion of essure device'), device breakage ('device breakage') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 898929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6)2013 patient underwent essure confirmation test : result : bilateral occlusion. Concurrent conditions included abdominal pain lower and uterine polyp. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced migraine ("migraine") and headache ("headaches"). In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), adnexa uteri pain ("right and left lower quadrant ovaries"), pelvic pain ("pelvic pain") and abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder infection") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy (unilateral) on (B)(6)2013 and surgical removal of right coil/ salpingectomy (unilateral) on (B)(6)2013). Essure was removed on (B)(6)2013. At the time of the report, the fallopian tube perforation, device expulsion, device breakage, dyspareunia, dysmenorrhoea, cystitis, fatigue, migraine, headache, adnexa uteri pain, pelvic pain and abdominal pain upper outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain upper, adnexa uteri pain, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for: dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), migration, fatigue, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: unknown. Lot number: 898929 manufacture date: 2011-08 expiration date: 2014-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.